Manufacturer narrative:
Batch review performed on 04 june 2024. Lot 1908801:(B)(4) items manufactured and released on 25-oct-2019. Expiration date: 2024-10-21. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 3 years 9 months after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (11 to 14 mm). The surgery was completed successfully.